Event description:
This valve was explanted due to an aortic root aneurysm confirmed by catheterization. According to the op report, at the time of implant it was noted the patient had "mild" dilatation of the aortic sinuses. Prior to explant, "tee" and CT showed interval dilatation of the aortic root at the level of the sinuses to approximately 5.6cm. At explant, the aortic sinuses were "markedly" dilated and "thinned out" with "some annuloaortic ectasia". The aorta had no evidence of atherosclerotic disease and the aortic wall appeared "normal". The aortic valve was noted to be in "good position" with "no evidence of pv leak. The valve was removed and a bentall procedure was performed utilizing sjm 27(cavg-404). "Tee" revealed "good" functioning of the valved graft and "good" lv function.